Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the display screen was cloudy. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/15/2017 with the following findings: during visual inspection of the pump, it was observed that the display screen was not cloud therefore the investigation could not duplicate the initial complaint. It was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up # 2 date of submission 10/14/2017. The follow was included in the investigation in error in the follow-up #1 report and should be excluded - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.